Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 11-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine with an unknown do se and concentration via an implantable pump for non-malignant pain. It was reported the patient had an infection at the pump pocket site. There was no known factors that may have caused or contributed to the event. Diagnostics/troubleshooting included physical examination. Actions/interventions included system removal. Surgical intervention occurred on (B)(6) 2017 and the device were discarded and will not be returned. It was noted that the devices were explanted without the rep's knowledge. It was noted that the issue was resolved at time of report. The patient's weight and medical history were asked, and will not be made available. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2018. No further complications were reported/anticipated.